Event description:
Additional information received indicating that the cause of the increased seizures was unknown, but the increase in seizures was back to pre-vns baseline levels.

Event description:
Patient was admitted into the hospital due to experiencing an increase in seizures. Initially the patient's device could not be interrogated and that was alleged as being a reason for the increased seizures but then the patient's device was able to be successfully interrogated. No other relevant information has been received to date.